Manufacturer narrative:
This product is not sold in us and is 510(k) exempt. This report is associated to a similar product sold in the us with 510(k) number k102470. (B)(4). Title efficacy and safety of ligasure¿ small jaw instrument in thyroidectomy: a 1-year prospective observational study source european archives of oto-rhino-laryngology, date of publication: 13 march 2018. If information is provided in the future, a supplemental report will be issued.

Event description:
According to literature sources, the purpose of this single center, prospective, observational study is to compare the efficacy and safety profiles of ligasure¿ small jaw instrument (lsji; medtronic, boulder, co, USA) versus conventional technique in patients undergoing open thyroidectomy. Patients who underwent thyroidectomy between september 2013 and september 2014 were included. A total of 842 patients undergoing thyroidectomy either with conventional method (n = 440) or with lsji (n = 402) were enrolled. There was post-op bleeding in 2 patients. The bleeding was reported to be less than 50 milliliters. Article: ke-jing wang, 2018, crossmark.